Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Dexcom representative checked the patient bluetooth settings and advised patient to close other applications, uninstall and reinstall the g5 application and re-pair the devices, which was unsuccessful. Dexcom representative then advised the patient to try a different sensor and forget a different transmitter listed in the smart device's bluetooth menu, and re-pair with their existing transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.